Event description:
The customer reported that while in use, the qube monitor was removed from its docking station and immediately powered down. The hospital's biomedical engineer evaluated the unit and found that the device would occasionally not detect the batteries. The customer requested onsite support to investigate the issue. A spacelabs healthcare field service engineer (fse) was dispatched to investigate the cause of the reported problem. During their evaluation, the fse was unable to duplicate the reported issue and recommended that the device be returned for depot repair. The customer later reported that prior to returning the device, they discovered their batteries were the cause of the reported issue. The cause of the reported issue was traced to the device battery.